Event description:
Patient reports eye infection and was treated with antibiotics. Attempts to contact the patient for ecp and more information have been made, however there has been no reply to date. This is being reported as an unconfirmed eye infection.

Manufacturer narrative:
This is being reported as an unconfirmed eye infection. Method - no lenses, no examination of device were provided which could indicate if the device could have caused or contributed to the event. Result - there is no clear indication that the device could have caused or contributed to the incident. Conclusion: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.